Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements that resulted in loss of capture. Additional information was received that the patient's device and lead were checked at which all measurements were within normal measurements. Information was received that the electrode filament at the lv lead tip had fractured, however the ring electrode and conductor were not fractured. Patient to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.